Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced 5 infusion tape not sticking event on 18-jun-2024. The infusion set was in use for 4 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5. E1: patient city: (B)(6). Patient country: (B)(6).